Event description:
It was reported patient underwent an oxford knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (b)(46 2011 due to an unknown reason. It is unknown which components were explanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This event was previously reported on manufacturer report number 1825034-2013-00468.